Event description:
I am reporting a case of systemic misbranding and product degradation involving personal lubricant sold as "penchant." This report is based on two separate purchases of the same product. The problem: on two occasions (orders dated (B)(6) 2025), the lubricant arrived with a distinct yellow/cloudy discoloration, despite the formula being advertised as clear. This indicates significant chemical degradation or oxidation. How I discovered the issue: upon physical inspection of the second bottle, I noticed the "penchant" branding was a sticker applied over an underlying label. After peeling back the sticker, I discovered the original packaging for a "bodyotics" product. The fraudulent labeling: the outer "penchant" sticker claims a manufacture date of 10/24 on both packaging. The original "bodyotics" label underneath claims a manufacture date of 07/23, however the date of bottle #1 is unknown since it is not peeled. Current status of evidence: I have retained both units. Bottle #1 remains in its original "unpeeled" state, clearly showing the 10/24 manufacture date sticker. Bottle #2 has the sticker partially removed to reveal the original 07/23 manufacturing date underneath. Both bottles exhibit the same yellow discoloration. The distributor (penchant) appears to be "refreshing" expired or aging stock by applying new labels with falsified manufacturing dates, misleading consumers about the shelf life and safety of an FDA-regulated medical device. Patient:4580. Device:1170;1153;4073. Referenced reports: mw5181126.